Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted. Hence not explanted. Device evaluation: product evaluation was not performed because the product has not been received. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) misfired with unknown information on patient contact. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: aug. 15, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the complaint lens was received inside of a bag. No handpiece was received as part of this return. The original folding carton was received as well. Product evaluation was performed under magnification. The complaint lens was received coated in viscoelastic. The lens was cleaned and presented with no issues. No handpiece was received. The complaint issue dc-uncontrolled delivery was not confirmed during product evaluation. As per complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the "manufacturing record review and historical data analysis" were inadvertently not included in the section h10 of the initial MDR report and the follow up report #2; therefore, the information has been captured in this supplemental MDR report as indicated below: manufacturing record review: the manufacturing records review for this production order show that the units were released within specification. No non-conformance/exception report (nc/ER) was found as part of this manufacturing records review. A search revealed that no additional complaints were received from this production order. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that in the initial report submitted (MFR# 3012236936-2023-02034), section h6: type of investigation, had missing codes of 4109 (historical data analysis) and 3331 (analysis of production records). This supplemental report is being submitted to correct these. Fields below updated. Section h6: type of investigation: 4109 section h6: type of investigation: 3331 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.